Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels remained elevated (300 - >400 mg/dl. Customer treated elevated bg levels with levemir and humalog injections. Customer disconnected from the pump. During system check was performed with tandem technical support and the pump performed as intended. Customer stated that the infusion site was irritated. Recommendation was made to change the site as this could be the possible cause; however, this was not confirmed. Customer declined any further follow up.